Event description:
It was reported that while in the cath lab the intra-aortic balloon (iab) was prepped per instruction, using the one-way valve and the aspirating the balloon in the tray. The cardiologist stated that "the iab was stuck at the tip of the sheath introducer." As a result, the iab and sheath were removed as one unit. The md used another iab with success.

Manufacturer narrative:
Follow-up report will be filed if add'l info becomes available.